Event description:
The report received indicated the approx one year post stent implant the patient experienced restenosis of a lesion in the mid left anterior descending (mlad). The patient underwent stenting of the mlad with a 3.0x18mm bx velocity; thereafter, a bare metal stent bms-s670, size unk, was implanted distal to the bx velocity. The stents were not overlapping and the size of the gap between both stents was unk. Approx eight months later, a restenosis between the bx velocity and the s670 was observed; however, the restenosis was not in the lesion area of the bx velocity. A percutaneous coronary intervention (pci) was scheduled and during the intervention, a chronic total occlusion at the obtuse marginal (om) branch was identified. Therefore, the lesion in the om was treated with a 2.5x23mm cypher stent. This lesion was described as a de novo, concentric, diffused, ostial, and bifurcated. Pre-dilation was conducted at 6atm. Inflation time was unk. The cypher stent was implanted at 12 atm for 31-60 seconds. Post-dilation was not conducted. The stenosis before the procedure was 100% with timi 0 and residual stenosis was 0% and timi 3. Fifteen days post stenting the om, a cypher stent was implanted to treat the restenosis identified between the velocity and the bms (s670). As procedural details were also unk, it is unk if the cypher stent was implanted overlapping either of the other two stents. Approx four months later, a follow up coronary angiography (cag) confirmed the cypher stent implanted in the om remained patent. However, the lesion in the mlad presented a restenosis located at the proximal edge of the bx velocity and at the distal edge of the bms (s670); the cypher stent, in the middle, remained patent. Therefore, to treat the restenosis a cypher stent was implanted overlapping the proximal edge of the bx velocity and another cypher stent was implanted at the distal end of the bms (s670). Further procedure details are unk. Please note that this complaint is part of the clinical study: the cypher stent implanted in the om was the target product for the study. However, the complaint product (bx velocity) was not the target of the clinical study. Please note that this device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. The product is not available for evaluation, as it remains implanted; add'l info will be submitted within 30 days upon receipt.